Manufacturer narrative:
The lock feature worked properly. No lockout or block anomaly was noted. The insulin pump was received with intermittent act, escape, b and down arrow buttons due to a flattened dome switch. The insulin pump was received with a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the keypad was locked. The blood glucose reading was 555 mg/dl. The customer treated with a manual injection of lantus. The customer reported that the up arrow button and b button were not responding. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.